Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received insulin flow blocked alarm. The customer¿s blood glucose was 15.3 mmol/l. The customer stated that the insulin did not exit. The customer was advised to run load reservoir with empty insulin pump until piston reaches end of travel and insulin pump did not alarm with no reservoir detected and customer received load reservoir complete. Troubleshoot was performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing.